Event description:
Device malfunction: none. Symptoms/ae: cluster headache; right side weakness of arm and leg, pain behind the left eye. Time of symptoms/ae: beginning 1 day post-procedure. It was reported that post-procedure of the left internal carotid artery, the pt experienced hypotension, it was treated with meds and was resolved within 24 hrs. The pt was discharged in 2006. The pt presented at the emergency room nine days later, with a complaint of pain behind the left eye. The pt reported that it had been going on since the stenting procedure the day before event date. The pt did not report any other symptoms at the time of the emergency room visit and had no change in vision. According to the emergency room note, the physician's differential diagnosis included cluster headache, and doubted that this event was related to the carotid stenting, but could not exclude ischemic process or intracranial hemorrhage. A CT head seven days later, revealed no evidence of intracranial hemorrhage or obvious acute infarct, and mild left frontal white matter hypodensity, consistent with ischemia related to microangiopathy and new since 2005. A CT head one year later, revealed no evidence of acute intracranial pathology and no explanation of headaches. An MRI nineteen days later, revealed no acute pathology. At the 1 month follow up 21 days following, the pt reported right-sided weakness - right arm and right leg, and that the symptoms had resolved. Medical advisors evaluated the pt outcome and determination that this event was a stroke, with comments of "flattened n1 (nasolabial) fold new prior to event date." No additional event or pt information was available.